Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the diff processor card was faulty. The fse replaced the card, which repaired the failing latron controls. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the latron controls were failing on the coulter lh 780 hematology analyzer and could not be adjusted. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.